Event description:
It was reported that pump experienced malfunction code 16, and no notable events happened before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, and malfunction did not recur; technical support arranged replacement pump, confirmed warranty and instructed customer to continue using current pump and backup method if needed.